Event description:
In 2009, the pt reported that she has been experiencing erratic blood glucose readings of 24-282 mg/dl for the past 9 months. She stated that she has noticed moisture in the cartridge compartment of the infusion device continuously for 9 months and she has also received e6 (mechanical) error. She visited her physician and he believes there is an issue with the infusion device. She stated that the e6 errors occur about 2 times per week. Symptoms of elevated blood glucose are "feeling bad" and symptoms of low blood glucose are shaking, sweating, and disorientation. One week ago her blood glucose lowered to 24 mg/dl and she drank a soda and her blood glucose increased to 100 within an hour. She stated that she does not recall ever spilling insulin in the cartridge compartment and the moisture in the infusion device does not smell like insulin. When the piston rod is retraced it moves very slow and often e6 is display during the cartridge change. She stated that she will switch to her back up infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.